Manufacturer narrative:
The device was not returned for evaluation. The batch review was performed for both lots and there were no issues found. Possible lot numbers 3804725 (device MFR date 01-oct-2018; expiry date 01-oct-2023) and 3829299 (device MFR date 01-nov-2018; expiry date 01-nov-2023).

Event description:
The customer reported once an extension set smallbore c/2 microclave is placed in the IV catheter an outflow of the infusion is observed between the connection zone of the set and the catheter. This occurred after the start of perfusion. The set was replaced to continue the perfusion. The medication involved in the event was cytotoxic. There was a fifteen minute delay in therapy due to the leak, but no human was harmed and no medical intervention was necessary.

Manufacturer narrative:
D10 - date returned to mfg: 7/8/2019. H10: the new 034-c3316 bifuse extension set was measured and found to have iso compatible male luers. The new 034-c3316 bifuse extension set was tested for male spin luer retention and the bifuse set spin collar met expectations outlined in the product performance specification. The new bifuse extension set was pressure leak tested with an IV catheter (supplied by ICU medical because no mating devices were returned) and there were no leaks at any location along the fluid path thus meeting product performance expectations. The product complaint was unable to be confirmed. The dhrs for lots 3804725 and 3829299 were reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.h3 and h6 codes.

Event description:
Update: the ICU medical awareness date is (B)(6) 2019. In the field ICU medical aware date "(B)(6) 2019" was removed and replaced by "(B)(6) 2019". Cgrigoras (B)(6) 2019. Update: this record was created to capture the lot number 3804725 with the incident that happened last (B)(6) 2019. Rmatutina (B)(6) 2019. Update: in clarification to the entry made on (B)(6) 2019, the product involved is an extension set smallbore c/2 microclave ®, 3 clamps, rotating luer with list number 034-c3316 with possible lot numbers 3804725 and 3829299. Rmatutina (B)(6) 2019. Update: gcm received additional information by email regarding the additional information requested from mrs. (B)(6), through the ICU medical sales representative on (B)(6) 2019. Mrs. (B)(6) stated that there was no human harm caused as a result of this event, there was no need for medical intervention to avoid harm to the patient, the delay in therapy was for approximately for 15 minutes, there was no blood loss or bleedback, there was no intervention with medicines required only cleaning the area, no defect was noted on the extension set and the patient's condition at this time is good. Cgrigoras (B)(6) 2019. Update: in clarification to the entry made on (B)(6) 2019, in the field "was anyone harmed as a result of event?", "unknown" was removed and replaced by "no", in the field "describe the harm", "unknown" was removed and replaced by "n/a". Cgrigoras (B)(6) 2019.